Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent, vomiting and diarrhea. The cause of the peritonitis was unknown. The patient was treated with an injection ceftazidime (1gm, intraperitoneal, discontinued), injection amikacin (1000mg, intraperitoneal, discontinued), injection heparin (1000iu, intraperitoneal, discontinued) and tablet fluconazole (150mg, alternate days, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information was available.